Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported separation issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a mildly calcified, mildly tortuous lesion in the right coronary artery. The 4.0x15mm nc trek rx balloon dilatation catheter (bdc) was being advanced without resistance in the patient anatomy, however during advancement the proximal shaft separated. The separation occurred while inside the guiding catheter. The separated segments of the nc trek bdc and the guide catheter were withdrawn together. An unspecified dilatation catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.